Event description:
It was reported that, prior to a da vinci nephroureterectomy procedure instrument tips were in alignment. Instrument functioned appropriately during case without complaint. After case, instrument tips were observed to be out of alignment. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the one of the grip tips had completely broken off and was missing. The broken off piece was not returned. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .236 - .255 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing tip of the grip and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.